Manufacturer narrative:
Additional, corrected and/or changed data: b.3, b.5, g.1.

Event description:
Healthcare professional reported capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold and yellow particles in the surface of the shell. Leak test was performed, and no leakage was found. A microscopic analysis was performed which not identify irregularities in the device, the fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: patients concerns with the product; capsular contracture baker grade unknown.

Event description:
Healthcare professional reported exchange from textured to smooth implants due to the patient's concerns with the product. Further reported was capsular contracture, baker grade unknown. Affected side is right. The device has been explanted.